Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during the second day of supply use. The customer's blood glucose (bg) level was 250mg/dl and a correction bolus was delivered to address the bg level. The customer was able to deliver the rest of the insulin without changing out the supplies.